Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the emergency room with oversensing and thousands of very brief ventricular high rate episodes recorded by the device, but normal lead impedance. The lead has increased thresholds. Noise can be elicited with isometrics and when moving the patient's arms. The manufacturer's device implant database shows the left ventricular lead as having since been explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that oversensing was occurring. There were 2,552 total ventricular high rate sensed episodes with an average episode duration of approximately 2.4 seconds.